Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted for use in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. Vessel morphology was reported to be very small and severely calcified. It was reported that open surgical aneurysm repair was already planned, and the physician did not expect to be able to treat the patient with an endovascular procedure. Dilators were used to gain access with the delivery catheter. The common iliac artery was dissected during the procedure. The decision was made to convert the patient to open surgical aneurysm repair, and the dissection was repaired during the open procedure. No clinical sequelae were reported, and the patient is reported to be fine. Analysis of the returned device has been completed. As received, the device was scratched and kinked. The device was successfully deployed in the laboratory without difficulty, although deployment forces seemed higher than normal. The patient's small and calcified vasculature most likely contributed to the dissection and prevented the device from gaining access to the aneurysm.